Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective stimulation from his scs system, and as a result had his entire system explanted on (B)(6) 2015 due to no longer needing the system because of an unrelated spine surgery that helped alleviate the patient's pain. The patient had two model 3186 leads from the same lot implanted as part of his scs system.